Manufacturer narrative:
Siemens remoted in via webex with permission and found customer have both instruments setup the same way. Both have serial and network connections enabled with serial set as the primary port. Siemens customer service engineer recommend customer to turn off the serial connection and make ethernet a primary port or turn off ethernet until they are ready to switch. Siemens has issued an ufsn 33114 on july 2015 to notify affected customers regarding dual port issue and asked them to stop using the dual port feature. As per ufsn, section 'actions to be taken by the customer'; "determine if your system is configured to use dual port lis transmission. If the system is currently set up with dual lis transmission enabled, one of the ports (either serial or ethernet) needs to be disabled." Customer has been provided with a copy of ufsn.

Event description:
Customer reported that rp500 serial# (B)(4) was not showing its material status while rp500 serial# (B)(4) was. There was no report of serious injury due to this event.